Event description:
The customer reported the system's cine function was not working properly. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.